Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the small display screen of the heartstart xl+ defibrillator showed an abnormal status. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the display was faulty. The device was not in clinical use and there was no patient involvement at the time the reported issue was discovered. The analysis was performed by the customer only. Based on the information provided by the customer, the reported problem was confirmed and determined to be caused by poor contact of the display cable. The root cause of the poor contact could not be determined. The customer unplugged / re plugged the display cable to resolve the issue, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address postal: (B)(6).